Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two days after the implant, the patient felt uncomfortable and experienced symptoms that were similar to those they had felt prior to the surgery. An x-ray revealed that the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.